Event description:
The device was returned to the manufacturer for calibration/repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) main printed circuit board is out of electrical specification. Battery contacts are compressed. Both bail covers and ring cover are broken. Keyboard window is scratched.